Event description:
On (B)(6) 2009, patient reported there was moisture inside the cartridge chamber of his infusion device. Patient stated the doctor saw it in "both places" on (B)(6) 2009. Patient clarified it is both inside and outside of the cartridge chamber and looks foggy. Patient reported he does not think any insulin has spilled inside of the chamber. He stated the infusion device has not been submerged in any water. Patient reported he is unsure how it got there. On (B)(6) 2009, patient reported he still has moisture inside of his infusion device. He stated on (B)(6) 2009, he dried the chamber out and inserted a new insulin cartridge. Patient reported today there is still moisture inside of the cartridge chamber. Patient stated he is unsure if it is insulin, but his doctor thinks it is. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party address the issue. Product was replaced and requested return of the suspect product for evaluation.